Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the implantable neurostimulator was confirmed to be too superficial by the physician who removed the implant. The patient had complained of pain and inspection and palpation of the pocket determined that the implantable neurostimulator was too superficial. The cause of the implantable neurostimulator being too superficial was speculated to be that the implantable neurostimulator may have been implanted too superficially; however, this was speculation and not confirmed by the implanting physician. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had the implantable neurostimulator explanted because it hurt as it was too close to the surface and caused pain if she bumped it. Reprogramming and a pocket revision was reviewed; however, the patient refused and indicated that she wanted it out. Any contributing factors to the issue are unknown as the patient was only seen once for reprogramming with a manufacturer representative on (B)(6) 2019. Troubleshooting on the battery was unable to performed prior to explant, and the patient stated that the implantable neurostimulator battery had not been charged. The entire system was explanted on (B)(6) 2019. Is remains unknown if the issue was resolved at the time of the report. The explanted system was requested; however, the customer refused return. There were no further complications reported or anticipated.